Event description:
It was later reported that the patient ¿had a problem for months and months¿ and kept telling the healthcare provider (hcp) about it, but the hcp wouldn¿t listen. The patient finally had an x-ray, which showed that the catheter ¿had come away from the back of the pump¿. The patient¿s weight went from 180 pounds to 117 pounds.

Event description:
Additional information later received reported that 4 or 5 years ago there was a ¿problem¿ with it and the patient kept telling the hcp and per the patient ¿they ignored¿ the patient and the patient lost 65 pounds in 3 or 4 months. The hcp had the patient take an x-ray and it showed it was disconnected at the pump and it was just ¿oozing out¿ that was one of the times and the patient recently had to have pieces of that cut out of them. When they did take it out the catheter snapped off. Per the patient the hcp told the patient it wouldn¿t hurt the patient but the patient had to have surgery twice to get it removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's catheter was being revised. It was unclear whether the catheter was disconnected from the pump or if there was a break in the catheter. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.